Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: vedr01 ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency department for evaluation due to syncope and/or near syncope. Review of data revealed a lead warning. An appropriate right ventricular (rv) lead polarity switch to unipolar due to low impedance measurements had occurred. Occasional p-wave undersensing was noted, and as a result the sensing assurance was programmed on. There were no product performance malfunctions that were attributed to the patient's syncope symptoms. The rv and atrial leads remain in use,and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.